Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the infusion set's tubing got detached from the connector prior to insertion when packaging was first opened. The issue occurred with three similar types of infusion sets within last week. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.